Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had experienced pain at the pod infusion site. The patient reports the pods needle had not retracted upon initial activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.